Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple power cable disconnect alarms since (B)(6) 2022 that led to 2 no external power on (B)(6) 2022 at 07:39am. The patient was tethered to the patient cable with a voltage of 14.3. There was another no external power on (B)(6) 2022 at 07:12am with multiple power cable disconnect alarms. The patient was switched to battery power and the alarms resolved. This was the third time the patient experienced the power cable disconnect alarms. During the previous instance the power module and patient cable were changed out and the alarms occurred again. The log files showed power cable disconnects, low power advisories, and no external power alarms while they were attached to batteries.

Event description:
Additional information: the patient cable and power module were replaced and the patient was observed. The products will not be returned unless then ascertain the fault. The controller would be exchanged after a week of observation on the new power module and patient cable. There were no further complaints and no additional information provided regarding the controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical power cable disconnect, low voltage, and no external power alarms were confirmed via the provided log file. The log file contained data spanning approximately 1 day (11jul2022 ¿ 12jul2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on 12jul2022 at 7:26; this alarm appeared to have been caused by disconnections of both power cables and resolved once power was restored to the system. Another no external power alarm that appeared to have been caused by disconnections of both cables was observed on 12jul2022 at 7:28; however, the alarm did not resolve upon the patient reconnecting to power, as the patient¿s voltage and rsoc values were observed to be low in both cables upon reconnecting to power, and the no external power alarm remained active. The alarm resolved at 7:36 of the same day when the patient switched power sources to battery power. A few atypical power cable disconnect alarms (rsoc invalid faults that were not associated with a power source exchange) and low voltage alarms were also intermittently observed throughout the data. The alarms appeared to have been caused by either the voltage or rsoc in either power cable temporarily dropping below the alarm thresholds. Data from 11jul2022 at 7:39 was not captured within the event log file, as the earliest recorded timestamp was 11jul2022 at 17:33. No other notable events were observed. The system controller (serial number (B)(6) was not returned for analysis. The root cause of the observed no external power alarm activations appeared to have been user error in disconnecting both power cables from external power. The root cause of the below-average voltage values, triggering the atypical alarms and prolonging the no external power alarm, was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users that the backup battery should only be used in emergencies. Inappropriate use of the backup battery may lead to diminished run time during a power loss emergency. Heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the power cable disconnect, low voltage, and no external power alarms. To resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.